Event description:
Reportedly, the jaws locked on tissue and the surgeon had to cut surrounding tissue to remove the device. The handpiece was removed through the trocar and there was no report of pt injury or impact.